Event description:
Several nasal cuffed tracheal tubes with lot #01k1100382 in various sizes ranging from 7.0 to 8.0 were found to have a balloon that would not inflate after being inserted. Eight tubes were used prior to the patient being successfully intubated so that the procedure could be completed.what was the original intended procedure?intubation.